Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a biopsy procedure performed on (B)(6) 2022. During the procedure, there was loss of visualization after five minutes. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.